Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/11/2016 with the following findings: during investigation, a visual inspection of the pump revealed crack in the pump case near the upper right corner of the display. A leak test was performed and leak was found due to the cracked pump case. There was moisture observed on the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture in the pump after a bath. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.